Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Initial reporter's phone: (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that something that looked like lint was stuck to the intraocular lens. This was noticed during preparation. There was no patient injury. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 04/18/2018. Device evaluation: the sample was received open in its original box. The lens was returned without the lens inner and outer pouches. Visual inspection using magnification was performed; no foreign material such as lint was observed or stuck on the returned lens. No manufacturing defects were detected on the lens optic body or haptics. The lens was observed in good condition. It was reported that the particle in question was discarded at the hospital. Therefore, the reported issue could not be verified. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.